Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Device location unknown.

Event description:
Patient alleged unknown complications with total hip components. There has been no revision procedure reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.